Event description:
It was reported a patient experienced peritonitis. On an unreported date, the patient was hospitalized for peritonitis. However, the treatment was not reported. At the time of this report, the outcome of peritonitis is unknown, however the patient remained in the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up report will be submitted.